Manufacturer narrative:
Further investigations confirmed the reported difficulties that were encountered during induction on (B)(6) 2014, and showed that they were due to telemetry errors.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Difficulties were encountered during induction on (B)(6) 2014. Preliminary analysis revealed the presence of non-physiological signals in the episodes stored in device memories. Patient care recommendations have been provided (perform lead tests and if necessary, evaluate the benefit of a re-intervention in order to check the integrity of the ventricular lead and its proper connection to the device).

Event description:
Difficulties were encountered during induction on (B)(6) 2014. Preliminary analysis revealed the presence of non-physiological signals in the episodes stored in device memories. Patient care recommendations have been provided (perform lead tests and if necessary, evaluate the benefit of a re-intervention in order to check the integrity of the ventricular lead and its proper connection to the device).

Event description:
Difficulties were encountered during induction on (B)(6) 2014. Preliminary analysis revealed the presence of non-physiological signals in the episodes stored in device memories. Patient care recommendations have been provided (perform lead tests and if necessary, evaluate the benefit of a re-intervention in order to check the integrity of the ventricular lead and its proper connection to the device).